Manufacturer narrative:
Manufacturer reference number: (B)(4). Device evaluation summary: post market vigilance (pmv) led an evaluation of one idrive battery pack, one idrive ultra powered handle 1, and one endo gia adapter standard opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering review of the products, and an evaluation of the returned device. No visual abnormalities were noted for the battery. No initial visual abnormalities were noted for the adapter or handle. A review of the device memory found error codes associated to the motor. No initial functional abnormalities were seen during functional testing of the adapter and handle. No issues related to the battery manufacturing process could be confirmed. A mismatch in the handle was observed and coating on the bldc board did not completely cover all board components. This may result in fluid ingress into the handle and can cause a temporary short circuit condition that will lead to a quadrature process error. When this short circuit is exhibited, the handle will be unable to function properly, including the inability to enter firing mode. Manufacturing actions have been implemented to prevent recurrence of this condition. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a low anterior resection, the instrument did not fire. Another device was used to complete the procedure. The original device was later tested by the sales rep and the handle indicator light was flashing.